Event description:
It was reported the device has done an over infusion during testing. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. At inspection was found a bubbled downstream occlusion sensor seal and a missing latch lock dot label. The customers problem was confirmed. The device's delivery accuracy was running at three different tests, all of the tests were found to be over the manufacturing specifications. Expulsor was replaced in order to bring the delivery into more nominal of a range. The root cause was undetermined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.